Event description:
It was reported that after the cable was used three times, the display on the mpm-1 (multi-parameter monitor) showed "---". When it was removed from the catheter, some parts of the cable were detached together with the catheter. Additional information was requested and on (B)(6) 2013, the following was provided by the distributor. The product problem occurred on (B)(6) 2013 after the cable was connected to the catheter and had been in use for a while. The patient (male in his (B)(6)s with an underlying medical condition of traffic head injury) was not moved or transported when the problem occurred. The monitor was not exchanged for another unit; only the cable was replaced. However, patient monitoring was delayed 4 hours until the distributor's sales representative could deliver an alternative cable to the hospital. There was no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.